Event description:
The customer reported there was no image on the system and the system was arcing. No pt injuries were reported.

Manufacturer narrative:
A system booted fine and took images fine. While taking higher tech shots the tube began arching. The ge rep removed the hv sticks and found carbon deposits. He re-greased candlesticks and tested system. Verified that system working as intended.